Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented complaining of "not feeling well at all". In addition, the patient states they have been feeling pocket stimulation. The patient's device was set at vvi 60 beats per minute, while the patient presented pacing at 118 beats per minute. The device was adjusted to vvi 50 and the patient's rate slowed down. It was also noted that it was difficult to interrogate the device initially. The device remains in use. No further patient complications have been reported as a result of this event.